Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred with no intervention needed. At the beginning of the examination, there were various problems with the inguinal and transseptal puncture. The ablation catheter slipped back through the transeptal puncture site into the right atrium. When trying to push the catheter back into the left atrium, it most likely got stuck in the septum. After several attempts, the physician was able to free the catheter, however, he suspected that a perforation had occurred. Shortly before the end of the procedure, the patient became hypotensive and an echocardiogram revealed a pericardial effusion. The patient was stabilized without pericardial puncture and transferred to the intensive care unit for monitoring as a precautionary measure. The patient was doing well and no intervention was necessary.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.